Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. 20 minutes after the patient reported the case, the husband of the patient unplugged and detached entire battery including battery module, and then plugged and re-attached it. The ventilator rebooted. After the reboot, the patient attached mask and ventilation was resumed. The ventilator, battery module, detachable battery, and a set of power supply cord were replaced. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the occurrence of the error was confirmed in the log more than once. Although the allegation was not duplicated at the service center, the board was replaced to prevent failure. Additionally, the device was checked overall, cleaned, calibrated, and passed final testing.